Event description:
A us distributor returned a monitor and reported monitor was unable to complete detect and treat testing due to functional issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The root cause was isolated to a defective component on the defibrillator board. The root cause for the defective component was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.